Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles in device and having nasal/throat irritation or soreness. The patient also alleged of having copd and using inhalers and medications for it. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black particles in device and having nasal/throat irritation or soreness. The patient also alleged of having copd and using inhalers and medications for it an issue related to a CPAP device. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed dust-like contamination on the top enclosure, the air inlet, the accessory module slot, the rear panel, the iso (international organization for standardization) port, the bottom enclosure, the dc jack, the ui panel, and the blower assembly, unknown brown residue on the ui panel and the accessory module flip door, unknown marks, potentially from a pen, on the bottom enclosure, including on the warning label, unknown brown fiber on the top enclosure, unknown white residue on the blower box cap. It does smear, hair-like fibers on the blower assembly, unknown yellow residue on the bottom enclosure, black particle contamination, inconsistent with degraded sound abatement foam, on the rear panel. The device's downloaded event log was reviewed by the manufacturer and no error code are found. The manufacturer concluded that was not able to confirm the presence of degraded sound abatement foam and confirmed the presence of dust like observed likely from an external source. Manufacturer was not able to confirm the complaint or address the symptoms specified.